Manufacturer narrative:
Review of manufacturing records confirmed that the device met specifications and no anomalies were observed prior to the device leaving the manufacturer.

Event description:
It was reported by a surgeon that during reposition surgery of a vns generator, he was not able to remove the lead from the generator. The physician tightened the screw until it clicked and then unscrewed the screw but was still not able to remove the lead. The surgeon completed the repositioning of the generator which was performed for patient comfort and left the lead implanted. The device diagnostics were within normal limit. Manufacturer reviewed the design history document of generator and no anomalies were observed with the device.

Event description:
On (B)(4) 2011, review of manufacturing records confirmed that the device met specifications and no anomalies were observed prior to the device leaving the manufacturer.